Event description:
On 5th december 2025, rayner received notification from a healthcare facility in ireland of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the lens haptic got stuck in the injector during implantation therefore it was necessary to cut, explant and exchange the lens.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens haptic got stuck in the injector during the implantation and it was therefore necessary to cut the lens and explant it from the eye. The lens was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The healthcare facility has been contacted for additional information to facilitate further investigation of the event. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause.